Event description:
It was reported that the customer was hospitalized due to cardiac arrest.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.